Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during the resection of esophageal carcinoma, could not pull the firing knob on the 1st firing. Changed another reload, could not fire farther after fired a half, and the firing knob was broken. Suture was used to complete the surgery. There is no report on the patient's injury. All the pieces would be returned.

Manufacturer narrative:
(B)(4).batch # p5641e. Device evaluation: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the proximal 41 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position with the knife not in doghouse. In addition cartridge b, sr75, p55u39, 29 drivers up, swing tab in locked position, knife in doghouse, was received. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. Due to the condition of the device, no functional test could be performed with it due to the condition of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.